Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on disconnected mode and not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer found the station not communicating. Powered down the station and logged into carefusion admin, observed that only one network connection was available. Inspected the back of the station and found the network cable plugged into the helmer port instead of the data port. Reconnected the network cable to the correct data port, after which the station immediately connected to the customer network and confirmed proper internet protocol (ip) settings. The station began communicating normally and was no longer in critical override. The system functioned as intended after the field service engineer repaired the device.